Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away and the coroner's office was requesting medical records on the patient's implantable pulse generator (ipg) system. Additional follow up was attempted and unsuccessful.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.